Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged the generation of flu a results with the cobas liat sars-cov-2/flu assay. It was noted that the samples were repeated on another cobas liat analyzer and were negative. The negative results were released and no harm was alleged. Although multiple samples were alleged, only one sample ID was provided and confirmed in the provided data. Additionally, no patient details were provided. One MDR will be filed per FDA guidance.

Manufacturer narrative:
The investigation is on-going. A supplemental report will be submitted upon completion of the investigation. (B)(4)

Manufacturer narrative:
Based on the review of the data, the sample generated a positive result with a CT value of 30. There is no indication of an analyzer or kit lot issue; no product problem found. (B)(4).